Event description:
It was reported that a confirmed pump motor stall with no motor stall recovery had occurred. The stall was caused by an MRI. The patient did not experience any symptoms related to the motor stall. The patient outcome was reported as 'no injury'. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4).